Manufacturer narrative:
This lead will be returned from the field for analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that during an implant procedure, this lead was positioned but no sensing of pacing was observed. The physician changes the cables to the pacing system analyzer but the issues still persisted. As a defect of the lead was suspected, it was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--